Manufacturer narrative:
The ge service rep troubleshot the system and found a collimator node missing. He repaired the bad connection on fuses from ps-4 power supply to collimator. The rep rebooted system about 6 times with no problems. The system is functioning as intended.

Event description:
The customer reported that the cart boots up as intended but the x-ray does not boot up. No squares for arrows were on the tube or control panel. The customer once saw a communication fail error message on the control panel. The problem happened before a case. The case was completed with a c-arm.